Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: -the balloon exhibited a complete, circumferential-directed tear, 2.5 cm distal to the proximal balloon seal. -the balloon exhibited an axially-directed tear at the distal segment. -the inner body material was noted to be fractured at the distal markerband. -the inner body material was noted to be elongated. -both markerbands were returned. -the distal portion, 61.5 cm long, of the guidewire was also returned. -the distal inner body portion, with the distal balloon segment was returned stuck on the guidewire portion. Microscopic examination: further evaluation using scanning electron microscopy on the outer balloon material revealed evidence of surface abrasions intersecting the circumferential and axial tear edges. Although the exact cause for the balloon damage could not be determined, it appears that the balloon was exposed to an unidentified source of abrasion. Due to the stretched condition of the inner body material, it appears that the inner body stretched and tore due to the force required to withdraw the catheter exceeding its design limits.